Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide rod lens with foreign material. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. And for the newly identified malfunction mentioned above, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope presented an error code b30. There were no reports of patient harm.